Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No missing segments or partial display noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked reservoir tube and minor scratches on lcd window. The insulin pump was received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states the pump was cracked. The customer states the pump comes from the screen and outwards. The customer states they could not see the numbers on the screen. The customer states there may be moisture on it. The customer states they had difficult time seeing the screen. The customer was advised the pump would be replaced and returned for analysis.